Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had frequent pulsatility index (pi) events with speed drops and symptoms of dizziness. It was later reported that the dizziness was due to bacteremia. The patient was reportedly inpatient for acute bacteremia. No other information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported dizziness could not be conclusively determined through this investigation. In addition, a specific cause for the reported bacteremia could not conclusively be determined through this evaluation. The submitted log file contained pi events that filled the majority of the file. The system appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including pump speed, power, flow, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. This section also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.